Event description:
It was reported there was a fractured lead. The patient was having his implantable neurostimulator (ins) removed due to normal battery depletion. Impedcance checks were performed and found 5 combinations with greater than 4,000 ohms. The doctor inspected the lead and saw the silicone casing pulling away from the area where it connects to the electrode near the end that plugs into the extension. The patient had no injury related to this event and recovered from the procedure without sequela.

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012 product type extension; product ID 3093-28 lot# v007428 implanted: (B)(6) 2006 explanted: (B)(6) 2012 product type lead; product ID 3031a lot# serial# (B)(4) implanted: (B)(6) 2006 product type programmer, patient. (B)(4). Analysis of the extension found no anomaly. Analysis of the lead found the body conductor broken at or near the tines.